Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The procedure was completed as planned. It was reported to philips that the system gave an alert indicating the generator was busy. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the ¿generator busy. Rx not allowed¿ was a normal message after system power on and the computer continued to function correctly. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete on same system as planned. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.